Event description:
It was reported that the implant at the site #14 lost integration and was removed. Loss of integration.

Event description:
It was reported that the implant at the site #14 lost integration and was removed. Loss of integration.